Manufacturer narrative:
One cadd reservoir cassette was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of longer tube that was caught between the cassette and the pump was verified. Service found the length of the tubing located right above the top plate was longer than others. Use testing was performed. The problem source is unknown. As a preventative action, a notification of the this complaint to the production personnel was given by the quality engineer on 01/17/2019.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this cassette reservoir exhibited under delivery. It was noted that the tubing was longer than others and got caught in between the cassette and the pump. It was then observed that more medication remained in the medication reservoir than estimated. No adverse patient effects were reported.